Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. D10: cat# 110017121 lot# 7359107 g7 finned bm 3 hole shell 48c. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). D10: cat# unknown lot# unknown g7 cup. Customer has indicated that the product remains implanted will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the screw did not fit into the screw hole of the cup, causing the poly liner not to fit properly. The surgeon tapped the screw head lightly with a screwdriver, and the screw appeared to be further into the screw hole. The surgeon has confirmed that the poly liner fit properly, since the cup is fixed as a cup and is also fixed by other screws. Surgical technique was used for the product. There was a delay of 15 minutes or less as it was difficult to insert the screw. There were no contributing conditions related to the event. There were no reported medical interventions and no adverse patient effects. Though requested, no additional information was available.